Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms while at ground level. The customer had also received a cartridge alarm 9. The customer's blood glucose (bg) level was 269-313 mg/dl. The customer resumed insulin delivery and delivered a bolus via the pump to address the bg level.